Event description:
When using the endoscopic vessel harvesting system with the olympus cautery unit caused burns to the tip of the disposable unit this has happen a few times with no patient injury. Manufacturer response for endoscopic vessel harvesting system, virtuosaph plus (per site reporter). Waiting call back.